Event description:
On 10/14/1999, the distributor's rep informed the MFR that a customer in their territory experienced a problem with the device in question. It appears that there was a hole in the balloon. The distributor's rep did not have all the details on hand. The MFR's rep faxed a blank product complaint report (pcr) form to the distributor's rep for completion and was requested to return the completed pcr form to the MFR upon completion. On 10/18/1999, the MFR's rep was informed by the distributor's rep that the blank pcr form was forwarded to the facility's buyer for completion. No further details were provided.